Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh, elevate anterior, and apical system were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 along with concurrent hysterectomy, bilateral sacrospinous ligament fixation due to pop, sui, cystocele, rectocele, and enterocele. It was reported that following insertion the patient experienced pain, urinary problems and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to sui. No additional information is provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 09/17/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.